Event description:
It was reported that during a procedure, the coronary sinus was difficult to cannulate using a non-deflectable non biosense webster catheter. The cannulation attempts had continued over 10 minutes. A biosense webster bidirectional cs catheter was then used where the coronary sinus was cannulated within 2 minutes. The cs catheter was reported to have been placed far into the coronary sinus to the lateral mitral valve point. A c3 ez steer thermocool sf non-nav catheter was then used to map the ventricular tachycardia in the left ventricle of the patient. After the second 60-second ablation in the left ventricle, the patient's systolic blood pressure dropped to 68. The consultant mentioned that during the procedure he had noticed the shadow of the heart increased in size. The patient had a pericardial effusion. The consultant reported that the blood drained from the effusion was from venous, therefore he suspected that it was due to the difficulty of cannulating the coronary sinus.

Manufacturer narrative:
Biosense webster manufacturer's ref. No.'s (B)(4) are related to the same incident. (B)(4).